Manufacturer narrative:
(B)(4) . The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
Nurse had just finished administering a premed through the pump before chemotherapy and the saline flush was infusing. The pump was located above the bedside table and the nurse saw a drop fall on the table. She found that the leak was coming from the back of the accuslide around the pressure dome. There was no pt harm and no medical intervention occurred. No further pt/event info was reported.